Event description:
It was reported that patient had a patella failure and didn't feel stable. Surgeon revised the patella. Switched out the patella and the poly

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient had a patella failure and didn't feel stable. Surgeon revised the patella. Switched out the patella and the poly.

Manufacturer narrative:
Visual and material analysis confirmed the device was damaged. The pegs were damaged to the point where any potential fracture surface could not be identified. The event was confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because no medical records were provided. While patella damage was confirmed, it is unclear as to what caused the damage or if the patella pegs fractured. Medical records are needed to full investigate the event. Investigation of the device determined it was manufactured correctly. After almost 17 years in vivo, is not believed this event is device related.